Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarms and no numbers moving on its own noted. The device had a cracked case on lcd display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.